Event description:
It was reported that during the treatment of an acomm aneurysm rupture, multiple images were obtained to determine the placement of the web after it had detached. Initially, the images looked fine. A final image was taken about twenty minutes after detachment, and it revealed a slight slowing of contrast and blood flow past the device. Aggrastat was administered to the patient, and everything cleared up about ten minutes after administration. Final images were taken, confirming all vessels remained open. Additional information was received stating that after repeated visualization and administration of aggrastat, the blood flow had resumed as normal. It was determined that there was no incursion of the web into the parent vessel. Nothing additional was performed after resumption of normal blood flow. The patient is doing well and is recovering. Images have been requested; however, they are unavailable.

Manufacturer narrative:
Investigation findings: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. IFU review (additional information can be found in the IFU): potential complications: potential complications include but are not limited to the following: vessel puncture site hematoma, aneurysm perforation or rupture, hemorrhage, edema, thromboemboli, transient ischemic attack, ischemic stroke, neurologic deficits, parent artery occlusion, ischemia, vessel dissection or perforation, vascular thrombosis, vasospasm, device migration or misplacement, premature detachment, headache, post-embolization syndrome, infection and death. Warnings: advance and retract the web embolization device slowly. Do not advance the delivery device with excessive force. Determine the cause of any unusual resistance. Remove the web embolization device if excessive friction is noted and check for damage. Do not rotate the delivery device during or after delivery of the web embolization device. Rotating the web embolization device may result in damage or premature detachment. The web embolization device cannot be detached with any other power source other than a web detachment control device. Ensure that at least two web detachment control devices are available before initiating an embolization procedure - instructions for use: detachment of the web embolization device. 34. The detachment control device is pre-loaded with batteries and will activate when the delivery device is properly connected. 35. Verify that the rhv is firmly locked around the delivery device before attaching the detachment control device to ensure that the web embolization device does not move during the connection process. 36. Ensure that the delivery device gold connectors are clean and free from blood or contrast. If necessary, wipe the connectors with sterile water and dry before connecting. 37. Insert the proximal end of the delivery device into the detachment control device. When the delivery device is properly connected, the light will flash green and an intermittent tone will be heard. 38. Verify the web embolization device position before pressing the detachment button. 39. Push the detachment button. During firing, the light should be solid green and the beep should be continuous. 40. Verify detachment by first loosening the rhv valve, then pulling back slowly on the delivery device and verifying that there is not web embolization device movement. If the web embolization device does not detach, push the detachment button again. If the web embolization device is still not detached, obtain a new detachment control device and attempt detachment up to two additional times. If it does not detach, remove the delivery device. 41. Verify the position of the web embolization device angiographically through the guide catheter. 42. Prior to removing the microcatheter from the treatment site, place an appropriately sized guidewire completely through the microcatheter lumen to ensure that no part of the web embolization device remains within the microcatheter.